Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient expired and the surgeon stated that the clip applier was not operating properly and it was scissoring. Additional information received indicated that the incident was reported incorrectly and the event was not caused by the device. The surgeon stated that the device "was like scissors" and the arterial wall was weak. There was no product issue.